Manufacturer narrative:
Eval: device history record and sterilization record were reviewed, no anomalies were found. All records reviewed were found to meet specifications. Ans inc. Has limited info related to the pt's medical history and is unable to form a medical opinion as to the relevancy of the pt's history to the event reported. Ans inc. Defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3 (refer to manufacturer's report number 1627487-2009-00002 for device 2; and refer to manufacturer's report number 1627487-2009-00003 for device 3). In 2009, it was reported that pt's scs system was explanted in the same month, due to an infection at ipg pocket and lead anchoring sites. It was reported pt was on antibiotics and will be re-implanted in approximately six months. Explanted system discarded and not returned to the manufacturer for eval.